Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 9 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, a probable cause for the power getting turned off is likely due to a defective power cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use, the video system center, when turned on, started to come on, but then, due to a possible wire shorting out, the unit turned off again. An on-site engineer had been assigned to install a part that is believed to be causing the issue. The intended procedure was completed successfully with the same device and there were no reports of patient harm associated with this event.

Manufacturer narrative:
The allegation was confirmed due to a faulty power cable. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.